Event description:
The customer reported to olympus, when checking the insulation of the sonosurg curved scissors, hf, pistol grip, 5mm x 34cm it was found that an insulation failure occurred. The sheath insulation part was damaged. The issue was found during preparation for use. Inspection and testing of the returned device found peeling of the gripping surface. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the insulation coating at the insertion site was torn. Scratches were observed around the tear. The gripping surface was worn and peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have been contributed to the worn out and peeling of the grasping surface. The reported event may have been caused by a tear in the coated portion of the insulated area of the insertion portion. Based on past investigation result, it can be inferred that the insulation tube already had scratches during autoclaving. This might have caused the damaged area to spread open. A sharp object and the insulation tube came into contact during insertion of the trocar, or reprocessing of the device. As a result, the insulation tube had scratches. The content of the instruction manual was confirmed. The instruction manual contains the necessary and enough information to handle the device as follows: - do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. - when inserting the instrument into or removing it from the trocar tube, do not apply excessive force. If the instrument is difficult to insert, extract it from the trocar tube and make sure that it is not damaged. Attempting to insert or remove the instrument with excessive force may cause damage and/or make it impossible to remove the instrument from the trocar tube. Olympus will continue to monitor field performance for this device.